Event description:
It was reported that during preparation of a nc trek balloon dilatation catheter (bdc), there was resistance felt with the removal of the protective sheath but it was removed. There was also resistance felt with the removal of the stylet from the bdc and the device was set aside. Another nc trek bdc was used for the procedure. After the procedure, the account soaked the device and was finally able to remove the stylet from the bdc. There was no clinically significant delay in the procedure and no patient involvement. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned, which confirmed shaft damage. The damage seen in the device analysis is suggestive of difficulty removing the protective sheath. The manufacturing records were reviewed and confirmed all lot release testing met specification. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data, found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed. Corrective and preventive actions will be addressed per the quality system procedures.